Event description:
It was reported that post operative the patient felt nausea which resulted in hypotension. Cardiac tamponade was observed on echo and drainage was performed. Approximately 200 cc of blood was drained and the patient's condition stabilized. The physician believes when they implanted the right atrial (ra) lead there was some placement difficulty that could have caused a perforation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product 5076-58 lead, implanted: (B)(6) 2025, w2dr01 ipg, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, h6 annex a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The ra lead also exhibited high thresholds.